Event description:
New information noted that the implantable cardioverter defibrillator was reprogrammed and the patient was in stable condition afterwards.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were discussed but not made. The patient was in stable condition.